Manufacturer narrative:
This follow-up report is being filled to relay investigation result. DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: damaged weld event description: it was reported that allofit offset shell impactor broke. Review of received data: no medical data such as surgical notes or any other case-relevant documents received. Device analysis: visual examination: the allofit offset shell impactor shows some heavy signs of usage. Large deformations can be seen on the handle. The shell impactor broke in two pieces at the welding. Based on this visual examination the reported event can be confirmed. Review of product documentation: product is intended to be used for treatment. Root cause analysis: root cause determination using sap rmw: instrument breaks, deforms, diverges impairing its function due to inadequate design for intended performance => not possible, as a systematic issue with design would have been detected as part of the issue evaluation assessment. Instrument breaks, deforms, diverges impairing its function due to mechanical properties of material insufficient => not possible, as according to material compatibility specification the material has been tested. Further, a systematic issue with material properties would have been detected as part of the issue evaluation assessment. Instrument breaks, deforms, diverges impairing its function due to excessive deterioration of instrument during long term use => possible, it was produced in 2012 and there are heavy abrasion on the handle and front of the tool damaged instruments, implants, body or wrong operational step due to surgeon or staff unfamiliar with instrument usage and handling => possible, there are heavy abrasion on the handle and front of the tool, too high forces had an effect conclusion: based on the returned product and the given information the complaint could be confirmed. The visual examination did confirm that the instrument broke at the welding. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. The instrument shows significant signs of usage. Therefore, the most likely root cause is an excessive deterioration of the instrument due to the application of too high forces. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Please refer to report 0009613350-2019-00150.

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device yet, however it is indicated by complainant that it will be returned for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Notes: the implantation and explantation dates are left empty as the device involved in this complaint is an instrument. Hence, no expiration date is captured, for the same reason. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that during surgery allofit offset shell impactor broke during impaction of the cup.